Event description:
Indication - common variable immunodeficiency, unspecified. Pt complains of bubbles and during infusions and pump acting odd and beeping. Pt states there are no kinks in the line and medication was not shaken before infusion. No further information provided. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes, was any medical intervention provided? Is the actual device available for investigation? Unknown did we [MFR] replace device? Replacement scheduled. Did the patient have a backup device they were able to switch to? Unknown. Was the patient able to successfully continue their infusion? Unknown. If no, what was the patient instructed to do in order to continue their infusion? Is the infusion life. Reported to (B)(6) by: patient/caregiver.